Event description:
Report received of an under-delivery. The pump was programmed to deliver 300ml of amphotericin b liposomal in three hours. After three hours, only 150-200ml was delivered instead of the expected 300ml. There was no reported adverse patient effect.